Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was received in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. Stress and aneurysm observed on the nozzle tip. The lens was returned outside of the device. Solution is dried on the intraocular lens (iol), one haptic is adhered to the optic with solution. The optic is cracked/fractured - rejectable. The product investigation could not identify the root cause for the reported complaint "injector damaged lens on insertion, incision enlargement, in and out, closed with suture" as the iol was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Damage was observed to the tip of the nozzle. The observed damage typically occurs if there is a lack of viscoelastic between the lens and the nozzle lumen and/or if the plunger is not positioned correctly at the trailing optic edge for advancement. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the nozzle causing damage or become stuck. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure in right eye, the cartridge was bent/deformed, and the injector had damaged the lens. Issue with complaint product was noticed up on insertion. The lens was explanted by enlargement of incision and was closed with sutures during initial procedure. The procedure was completed on same day without any harm to the patient, during post operative care no patient injury was reported. The patient issues were resolved and as per the surgeon prognosis was full recovery. In surgeon opinion product quality issue was a malfunction and that caused or contributed to event and malfunction was not a patient issue. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).